Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted and when the sensing set-up was performed, it failed in all vectors. Reportedly, there appears to be noise in the signal. Upon technical services (ts) review, it was discussed there is some low level noise on the primary and alternate vectors. In addition, it appears there is under-insertion of the electrode in the device header, and x-ray was recommended to confirm this observation. It was advised to program the device to the secondary vector in the meantime. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted and when the sensing set-up was performed, it failed in all vectors. Reportedly, there appears to be noise in the signal. Upon technical services (ts) review, it was discussed there is some low level noise on the primary and alternate vectors. In addition, it appears there is under-insertion of the electrode in the device header, and x-ray was recommended to confirm this observation. It was advised to program the device to the secondary vector in the meantime. X-ray was performed as recommended and it was confirmed that the electrode is properly inserted into the device header. The patient was discharged home and continue to be monitored remotely. The s-ICD system remains in service. No adverse patient effects were reported.